Event description:
It was reported per field service report: symptom - lost all signals, high level and low level while on pt. Findings/action taken: unable to duplicate complaint, found loose hardware on display head. Tightened hardware in display heads, replaced front end board (feb) as a precaution, and installed new style hardware for feb unit. Passed functional checkout.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. During a paperwork review, we found that this event was reportable. The intra-aortic balloon pump lost all high & low signals. The field service engineer could not duplicate the problem, but replaced the front end board for precautionary reasons. Unable to confirm as the front end board was not returned for the evaluation.